Manufacturer narrative:
The reported event was inconclusive as no sample was returned. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral cathethers such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not re-sterlize. - for urological use only." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient underwent surgery, in which an indwelling catheter was placed to drain urine. Stated that the catheter was detached, and the catheter was intact after the rupture of the airbag. Also stated that the catheter was replaced, and there was no adverse effect on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient underwent surgery, in which an indwelling catheter was placed to drain urine. Stated that the catheter was detached, and the catheter was intact after the rupture of the airbag. Also stated that the catheter was replaced, and there was no adverse effect on the patient.